Manufacturer narrative:
E1. Phone number continued: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, rupture

Event description:
Healthcare professional reported "palpable hardening and rippling", "capsular fibrosis baker grade ii", "implant completely ruptured". This record is for the left side. Device was explanted.